Manufacturer narrative:
An investigation has been performed and the investigation results of the provided information has been made available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: patient was revised due to pain and suspected loosening of the trilogy acetabular component. Along with the cup and the liner, a biolox delta head was revised, too. Two x-rays were received (one a-p pelvis and one lateral). The x- they are undated but were probably taken shortly before revision since they were obviously photographed from the illuminator in the or. Bilateral hip thr. Although no gross signs of loosening can be detected on the left side it seems that there was a bit less bone substance superomedial to the cup when compared to the right side. However, no x-ray of other dates are available to determine if the cup was actually loose. No conspicuousness regarding the biolox delta head. Review of op reports the implantation report dated on (B)(6) 2014 was submitted: indication: advanced osteoarthritis of the hip with bone-on-bone narrowing. Procedure: patient with (B)(6). Cup was implanted in 40° inclination and 20 degree anteversion. A maximum rigid press-fit was obtained. No conspicuous findings regarding the reported event. Follow-up nov 18, 2015: no clear signs of loosening in are visible in x-rays, bone scan and MRI. Lab test results did not show signs of infection. However, due to the patient's persistent pain, a revision surgery is scheduled. Revision report (B)(6) 2015: during the revision surgery both femoral and acetabular component were well fixed and were therefore left in place. In fact the surgeon was not able to find the cause for the pain and implanted new head and liner after removing some scar tissue attached to the femur. No analysis of the devices was performed as the deceives were not returned for investigation this is a split complaint with zimmer inc. (B)(4). Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 36 x 0 on the left side on (B)(6) 2014. The patient was revised on (B)(6) 2015 due to pain and possible acetabular loosening.